Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on cable unit, the video connector cannot be connected firmly and no image displayed. Due to poor watertightness of cable unit, water tightness was lost. Due to damage on camera unit, the vertical (up and down) movement of the camera head and endoscopic image matches. However, the most probable cause for dirt on adaptor could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited failed watertightness, no image, the video connector could not be connected firmly, dirt on adapter and the vertical (up and down) movement of the camera head and endoscopic image matches. There was no patient involvement.